Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper load process for the cartridge. Tandem clinical support educated the customer to follow the proper load process. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.